Event description:
Initially, it was reported that the insulin pump over delivered 40 units of insulin on its own and the customer was hospitalized for treatment. The blood glucose reading was 19mg/dl. The customer called and stated that his blood glucose meter was reading three times the correct amount. However, the blood glucose meter in the emergency room read three times less than the normal amount, and he treated for what he thought was high. Troubleshooting was declined as customer stated that the insulin pump was not delivering on its own, but his blood glucose meter was showing high and he did program the insulin delivery. The customer stated that the drive support cap appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.